Manufacturer narrative:
(B)(4). Batch # n90006. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, a teardrop-shaped clip was formed often. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.